Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also reported that the pump battery gauge depleted from 55% to 20% battery life while the pump was plugged into a power source. The battery gauge then later jumped back to 55% battery life. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump for diabetes management.